Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was hospitalized. On (B)(6) 2019, an upper digestive endoscopy was performed, which showed a buried bumper. The patient remained hospitalized until (B)(6) 2019. On (B)(6) 2019, the patient was hospitalized again. The peg-j tubing was replaced on (B)(6) 2019. The patient remained hospitalized until (B)(6) 2019.